Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, there was a tear in the capsule. There was no issue with the lens but it did have patient contact. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and damage was observed to the lens. Additional observations were as follows; iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. The other haptic is bent/deformed and adhered to the optic edge. The optic is scratched/marked rejectable. The root cause for the reported complaint appears to be a coincidental event as the complainant stated in the file that there have been no issues with the lens. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).